Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), defibrillation lead and left ventricular (lv) pacing lead were reported to the manufacturer by the tachy chronic systems study contact. Further review of the manufacturer's database indicated the patient died approximately five months post the device, defibrillation lead and lv lead implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and will not be received.